Event description:
According to the reporter, the device displayed the chargepak and attention icons 2 days after installing a new chargepak. After physio-control replaced the customer's device and received it for evaluation, the device would not power on.

Manufacturer narrative:
(B) (4). Physio further evaluated the analog pcb assembly and determined that root cause for the reported incident was that 2 of the 3 internal batteries on the pcb assembly were shorted and would not hold a charge.